Event description:
According to the reporter, the device with a defibrillation adapter does not transfer energy to a defibrillation meter. Device reportedly operates properly without the adapter, with standard paddles. Reporter is requesting repair of adapter. There were no reports of any adverse patient events as a result of the device use.

Manufacturer narrative:
Physio-control contacted the customer and stated that the referenced accessory is not repairable and made an offer to customer to replace cable or entire adapter accessory.